Event description:
As per medwatch number mw5116913: pump was filled with fluorouracil and attached to patient at 12:30 pm to infuse over 46 hours as part of chemotherapy treatment. Patient returned to office at 12:45 stating carrying bag was wet. Leakage noted at point between where tubing and bulb connect. No leakage noted at time pump was filled by admixture techs.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.